Manufacturer narrative:
Common device name: hemostatic device for endoscopic gastrointestinal use product code: qau. Information regarding PMA/510(k): k200972. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. A small amount of red discoloration is present around and on the nozzle of the device. The returned catheters contain clear fluid. The device was not tested as returned due to being deactivated prior to arrival. The co2 cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. The device was disassembled and the tubes were disconnected for removal of any powder. The front tube was completely occluded with hard clumps of powder. Loose powder was present in the powder chamber cannulas. A visual inspection of hole in the bottom of the powder chamber showed it to be clear. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the root cause for report of unable to spray was an internal clog within the device. The cause of the internal clog is unknown. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used hemospray endoscopic hemostat. The device handle clogged. They tried to use both catheters but the handles were clogged. It has not been reported if they were able to achieve hemostasis with other means. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.